Event description:
It was reported that this pacemaker system exhibited noisy signals on its right atrial (ra) lead. Technical services (ts) was consulted and reviewed stored data. Ts noted ra lead had its lead safety switch (lss) activated due to low out of range impedance measurements. Additionally, atrial tachy response (atr) events were logged due to oversensing of noisy signals on the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported.